Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent revision procedure for a ruptured breast implant on the right side and replacement of breast implant on the left (cosmetic revision) using a short scar incision. One piece of galaflex, cut in half, was used. There were no concomitant procedures. On (B)(6) 2019, right breast infection was reported. Treatment included surgery on (B)(6) 2019 for removal of right breast implant and mesh. Patient also got medication (bactrim, doxycycline, bactroban, lidex, alginate dressing). Resolved with sequelae on (B)(6) 2019 with some residual silicone granulomas. Patient later ( (B)(6) 2019) had left breast implant and mesh removed for symmetry, since right implant and mesh had been previously removed. (No ae associated with this procedure). Review by medical affairs identifies the infection likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including infection and mesh explant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a (B)(6) study conducted to proactively gather real-world evidence on the use and safety of the (B)(4) product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.